Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that when calibrating the cdi, they received a message that the bottle with gas b and gas a were empty. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.